Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-874a, mmt-1884, and mmt-332a. Troubleshooting was performed for the insulin flow blocked alarm, and it was a recurring event. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-874a, mmt-1884, and mmt-332a were requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0876 inches. Unit successfully downloaded to thump. Confirmed 33.8 units of normal bolus was delivered on 09/18/2025 between 00:51:35.000 and 12:56:35.000. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed all required testing, and no unexpected insulin flow blocked alarms noted during test. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.